Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported high impedance was found on all of the scs lead contacts. A company representative was unable to troubleshoot the issue. As a result, the patient's lead was explanted and replaced with a different model.